Event description:
It was reported that during surgery, the cement set too quickly (within 8 minutes), as a result the patella # 3 intended to be used could not be used. Patella # 5 was used instead with another new simplex. The mixing time was 3 minutes. The cement had been stored in a refrigerator at the hosp at the temp of 10c and it was taken out 10 minutes prior to use. No antibiotic was mixed with the cement. The mixing component from zimmer was used. The or temp was at 23c. The surgeon is very experienced (approx. 70 cases per yr) with the surgical technique.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. And was cleared (B) (4). An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.